Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib and type ia endoleak could not be confirmed through limited imaging available for this complaint. There was suspicion of a type iiib endoleak, near the inferior stent margin of the aortic cuff, but this could not be established without a diagnostic angiogram, as well as the reported type ia endoleak. The secondary procedure of a body relining was confirmed; there was no apparent endoleak. The final disposition of the patient could not be established due to lack of information, however it was reported that the patient was stable and doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a design or manufacturing root cause was not identified due to the limited available information. However, it was noted that the aortic neck angulation appeared greater than 600 on the event angiogram, which might have been an indication of an off label use.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and an infrarenal aortic extension. Reportedly, an angiogram was performed to evaluate a possible endoleak. A proximal endoleak and a type 3b were confirmed. The physician elected to reline the existing main body and cuff with a new main body and cuff devices. The patient was stable and fine.